Manufacturer narrative:
Device evaluation: analysis of the lead found all eight conductors were broken 6.5 cm from the distal end at the gap reflow joint. It was noted the gap reflow joint appeared to have had an adhesion anomaly and had come apart.

Event description:
Additional information from the manufacturer representative clarified that, during the revision operation, it was not possible to explant the tip of the electrode. The electrode was ruptured during the pull of the electrode. The doctor cut the electrode to explant the whole electrode. The lot number and implant date of the lead were unknown. No further patient complications were reported as a result of the event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, explanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from a health care provider (hcp) via the company representative (rep) that the patient experienced pain because the stimulation was not working. There was no special reason for an external factor that may have contributed to the event. Troubleshooting was performed, impedance of all poles were >40,000. The action taken to resolve the issue was lead replacement. During explantation the electrode was ¿abrupt¿, maybe on the broken point. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies to this event. (B)(4) applies to the gap reflow joint issue. (B)(4) applies to the broken conductors. If information is provided in the future, a supplemental report will be issued.